Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead were extracted, along with a competitor implantable cardioverter defibrillator (ICD), due to a pocket infection. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.